Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and required maintenance. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and required maintenance. A field service engineer (fse) logged into the customer's computer and observed a failure with drawer 6.1 and pocket e4. Upon accessing hta, confirmed that drawer 6.1 would not open. The issue was identified as a moab (mother of all board) error, reportedly caused by moab releasing multiple cubies simultaneously and opening several lids. The drawer was jammed due to seven lids being open at once, preventing proper operation. The system functioned as intended after the field service engineer repaired the device.